Manufacturer narrative:
There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
During a follow up call, a peritoneal dialysis nurse (pdrn) reported the patient had peritonitis on (B)(6) 2017 and went into the clinic with a cloudy effluent. The pdrn stated it was due to touch contamination, culture positive for (B)(6), treated with vancomycin for 4 weeks. Patient was never hospitalized.